Event description:
Same case as MDR ID: 2134265-2014-05296. It was reported that a balloon rupture occurred. During a bilateral iliac angioplasty, the physician used two 8.0-40, 80 wanda¿ angioplasty balloons. On the second inflation for each balloon, they burst at 8-10 atm after 10 seconds. One balloon was stripped completely leaving the balloon material and the opaque tip in the patient. The physician decided to implant an iliac stent across the fragment to complete the procedure. There were no patient complications and the patient's condition is excellent.

Manufacturer narrative:
Describe event or problem: updated to state "it was reported that a balloon rupture and detachment occurred." And "this product is only ous approved but it is similar to an approved u.s. Device." (B)(4).

Manufacturer narrative:
Device evaluated by MFR: an initial examination confirmed that the shaft was broken and the balloon had ruptured. The distal section of the break was not received for analysis. A visual examination of the returned device identified a complete balloon circumferential tear. The tear was located 19 mm distal to the proximal end of the balloon. A longitudinal tear 19 mm in length was also noted in the proximal balloon material. A break was identified in the shaft 19 mm proximal to the balloon tear site. The distal section of the break was not returned for analysis. Additionally, it was noted that the shaft was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system possibly during the removal of the device from the patient or when packaging for return. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was originally reported a balloon rupture occurred, which has been corrected to it was reported that a balloon rupture and detachment occurred. This product is only ous approved but it is similar to an approved u.s. Device.

Manufacturer narrative:
(B)(4).

Event description:
It was originally reported a balloon rupture occurred, which has been corrected to it was reported that a balloon rupture and detachment occurred. This product is only ous approved but it is similar to an approved us device.